Event description:
It was reported that deflation issue occurred. The target lesion was located in the mid and distal portions of the fistula. An 8.0 x40, 75cm gladiator elite was selected for use. The balloon was inflated to 20 atmospheres for 30 seconds. Post dilation, the balloon was moved from the patient's body in a partially deflated state. The doctor had to wait for a prolonged period before the balloon was small enough for extrication. The patient was asymptomatic while the balloon failure occurred. There were no patient complications as a result of this event.